Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found with a damaged catheter tip during use. The following has been provided by the initial reporter: catheter with the bent tip was noticed at the time of using.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found with a damaged catheter tip during use. The following has been provided by the initial reporter: catheter with the bent tip was noticed at the time of using.

Manufacturer narrative:
Investigation summary: although units were not returned for investigation, a photo was provided for evaluation of this incident. The photo shown a 24ga bd iag IV catheter unit with the needle cover removed. The needle was bent near the tip with the catheter intact. DHR for this complaint; was not conducted as the lot number was not provided and was reported as unknown. Relationship of device to the reported incident: not determined - based on the findings resulting from the evaluation of the photo provided for this incident the reported defect of catheter tip integrity was not identified.